Event description:
It was reported when using the bd vacutainer® push button blood collection set blood leaked from the tip of the needle when the user removed the needle from the patient during venipuncture. No health impact or consequence reported.

Manufacturer narrative:
D2. Additional common device name: blood specimen collection device additional medical device type: jka. G5: additional 510k number: k220212. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set blood leaked from the tip of the needle when the user removed the needle from the patient during venipuncture. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: material #: 367344. Lot/batch #: 3153459. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for splatter was observed. Additionally, 30 retention samples from bd inventory were evaluated by functional draw and retraction testing and the issue of splatter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode splatter. Bd was not able to identify a root cause for the indicated failure mode.